Manufacturer narrative:
Device analysis report attached. This report is submitted on january 10, 2024.

Manufacturer narrative:
This report is submitted on dec 1, 2023.

Event description:
Per the clinic, the patient developed an infection over the implant site. The patient was hospitalised and treated with oral and IV antibiotics, along with oral, IV and topical steroid; however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2023, under a general anaesthesia. There are plans to re-implant the patient with a new cochlear device after the infection resolves.